Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up, interrogation revealed several alerts for hv lead impedance and possible output circuit damage due to rv lead issue. The lead was capped and replaced. Patient condition is good.